Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
During a procedure, the surgeon reamed and rasped to prepare the femur. The surgeon then attempted to implant the final stem implant of the same size but it sat proud. The surgeon repeated reaming and rasping but the stem would not fit. The procedure was completed with a smaller stem and bone graft. The procedure was delayed approximately 30 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral stem was noted to be missing some of the porous coating, which most likely occurred during the procedure. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.